Event description:
The antibiotic impregnated catheter which goes into one of the ventricles of the brain and terminates outside was leaking at the connection site of the extraventricular drainage system. The leak appeared to be occurring at the three-way stopcock. Attempts to tighten the connection did not help. No patient injury. Changed out the system to a different lot number and it worked fine. Three patients had this problem with the evd system. The two lot numbers involved (that had leaking catheters) were lot #206540814 and lot #206641575.